Manufacturer narrative:
A new lead was successfully implanted. The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead displayed impedance measurements greater than 2500 ohms in bipolar configuration and was 400 ohms in unipolar configuration. The representative stated that the measurements may have been elevated since the last elective device replacement procedure one year prior. During the lead revision procedure, a lead fracture was visualized. The lead was abandoned surgically and replaced. No adverse patient effects were reported other than the revision procedure.